Manufacturer narrative:
The complete lead was returned for analysis with reported events no capture and high pacing impedance during implant. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into test ICD device as well as insertion testing into a test is4 connector sleeve. Dimensional analysis identified an over-sized diameter in a section of the connector boot that may have contributed to the sleeve insertion failure and reported field events.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an implant procedure, high pacing impedance and loss of capture was noted on the right ventricular (rv) lead. The physician tested the lead with new pacing system analyzer (psa) cables and the electrical anomalies were still present. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.